Event description:
Customer states: "pt had a 4.7fr. Stent placed (B)(6) 2007. The pt passed 2 pieces of the stent while at home. He went to the e.r. Monday night. The 1/3 of the stent remains in the pelvis. Dr. (B)(6) indicated he will not remove the stent until he is assured payment."

Manufacturer narrative:
A proper eval cannot be conducted at this time due to the product not being returned. Info received at this time indicates the pt underwent a routine stone removal on (B)(6) 2007; a 3x5mm stone was removed from the right upj. A stent was placed following the stone removal by dr. (B)(6) and the pt was sent home. By (B)(6), the stent separated and two pieces were urinated out; the pt went to the e.r. With the two pieces. The attending physician, dr. (B)(6), contacted the sales rep and indicated that he would not remove the third section until he was assured payment due to the pt being uninsured. On (B)(6), the remaining stent fragment was removed percutaneously via dr. (B)(6). During the removal process, the stent fragment was noted to fracture into two pieces. Dr. (B)(6) removed the stent fragment due to dr. (B)(6) unwillingness to remove the fragment. Dr. (B)(6) indicated the pt did well and did not require a second stent to be placed following the removal. The pt status was noted to currently be fine. As stated in the caution section of the info for use booklet, individual variations of interaction between stents and the urinary system are unpredictable. Cook is currently underway to schedule an appointment to go to the facility to view the segments. As add'l info becomes available, it will be forwarded.